Event description:
It was reported that they were tried to control patient temperature (pt) to 37c, but patient temperature (pt) was 34.2c. Nurse swapped out arctic sun device to new one before calling about 1hr 15 mins ago. Stated that second device was not warming patient either. Therapy currently stopped. 4 pads connected with good coverage. Verified settings targeted temperature (tt) was 37c at 0.25c/hr. Rectal probe in place. Axillary reading was 33.2c. No seizures, shivering or microshivering. Had restart therapy. System diagnostics were outlet monitor temperature (t1) was 28.9c, outlet control temperature (t2) was 28.9c, inlet temperature (t3) was 27.2c, chiller temperature (t4) was 4.5c, water flow rate (wfr) was 3.5 l/m, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 88 percentage, mixing pump command (mpc) was 0, heater was 100, water reservoir level (wrl) was 5, system hours was 3301.8, pump hours was 2569. Device water temperature (wt) was increased to 32.1c. Advised to call back in 20 mins to verify water temperature (wt) was increased appropriately. Called back 20 minutes later and water temperature (wt) was 39.9c but patient temperature (pt) had dropped to 33.9c. Nurse verified oral temperature reading 33.8c. Discussed medications being administered and affected on patient temperature (pt). Encouraged to add warm blankets to hands, head and feet or bair huggers per their hospital protocol. Also encouraged to speak with provider regarding patient related difficulties warming. Confirmed device was working appropriately. Per follow up information received via email on 12jul2023, it was reported that therapy was completed and there was no impact. The nurse used a bear hugger to warm the patient. Devices were switched. The 1st device went to biomed and unsure about the 2nd device.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. Correction: h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were tried to control patient temperature (pt) to 37c, but patient temperature (pt) was 34.2c. Nurse swapped out arctic sun device to new one before calling about 1hr 15 mins ago. Stated that second device was not warming patient either. Therapy currently stopped. 4 pads connected with good coverage. Verified settings targeted temperature (tt) was 37c at 0.25c/hr. Rectal probe in place. Axillary reading was 33.2c. No seizures, shivering or microshivering. Had restart therapy. System diagnostics were outlet monitor temperature (t1) was 28.9c, outlet control temperature (t2) was 28.9c, inlet temperature (t3) was 27.2c, chiller temperature (t4) was 4.5c, water flow rate (wfr) was 3.5 l/m, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 88 percentage, mixing pump command (mpc) was 0, heater was 100, water reservoir level (wrl) was 5, system hours was 3301.8, pump hours was 2569. Device water temperature (wt) was increased to 32.1c. Advised to call back in 20 mins to verify water temperature (wt) was increased appropriately. Called back 20 minutes later and water temperature (wt) was 39.9c but patient temperature (pt) had dropped to 33.9c. Nurse verified oral temperature reading 33.8c. Discussed medications being administered and affected on patient temperature (pt). Encouraged to add warm blankets to hands, head and feet or bair huggers per their hospital protocol. Also encouraged to speak with provider regarding patient related difficulties warming. Confirmed device was working appropriately.